Event description:
A surgeon reported that four years after an intraocular lens (iol) was implanted, he observed inclusions within the implanted iol. The patient has noticed a decrease in vision as well. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).